Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service. Biomed stated that they were trying to test the device to make sure it was cooling. Biomed explained they have a 39c temp simulator key plugged in, the tt(target temperature) was set to 33c, but the water has stalled out at 35.7c. Biomed provided s/n (B)(6) warmer transferred to dante c. In ts for assistance.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service. Biomed stated that they were trying to test the device to make sure it was cooling. Biomed explained they have a 39c temp simulator key plugged in, the tt (target temperature) was set to 33c, but the water has stalled out at 35.7c. Biomed provided s/n (B)(6).